Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: one smiths medical portex epidural minipacks kit was received in a plastic bag without its original packaging. Visual inspection of the flat filter showed no defect. Functional testing involved flushing the flat filter with water and showed that the flat filter leaked. Samples of the oldest and newest on hand lots were tested with no leaking or damage observed. A review of the device history records showed there were no issues identified that would have impacted this event. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that when a smiths medical portex epidural minipacks was opened, the filter was found to be broken causing the product to leak. The issue was found prior to use with a patient, it was not used on a patient, and there were no adverse effects reported.

Event description:
Additional information provided that the event occured duing routine testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the battery door missing. 3 high pressure alarms were found recorded in the event log. Sensor verification was performed and the customer's reported problem regarding "failed occlusion test" was able to be duplicated. Sensor testing found the downstream sensor value out of manufacturing specification. The downstream sensor will be replaced.